Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not received in any original packaging. The distal anchor was not returned. The distal plug and proximal anchor were returned on the insertion device. No visible deficiencies. A functional evaluation showed rotating the deployment knobs moved the distal plug and proximal anchor as intended. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the failure include rough handling or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the healicoil distal anchor was broken while inserting into the bone hole. All the broken pieces were removed from the patient. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.